Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#lot# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-dec-2015, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their second stimulator(s) never worked right, everything was maxed out, the patient was not feeling anything or getting any relief. They found out when pt had a hip x-ray the lead was not connected, came loose from the battery so then the battery was replaced and the lead was all burned out. The doctor said the lead was trashed and had a hard time getting it out. The patient said they messed with it for probably a year maybe more, and the doctor tried.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, serial#lot# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2015, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their second stimulator(s) never worked right, everything was maxed out, the patient was not feeling anything or getting any relief. They found out when pt had a hip x-ray the lead was not connected, came loose from the battery so then the battery was replaced and the lead was all burned out. The doctor said the lead was trashed and had a hard time getting it out. The patient said they messed with it for probably a year maybe more, and the doctor tried.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# v896802, implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the leads had pulled out of the ins maybe due to a fall. The lead was all burned out. The burned out lead had non functioning electrode and high impedance. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# v896802, implanted: (B)(6) 2012, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated that the leads had pulled out of the ins maybe due to a fall. The lead was all burned out. The burned out lead had non functioning electrode and high impedance. The hcp stated they had difficulty removing the lead due to patient's body habitus. No further complications were reported.